Event description:
It was reported: pt has a left total hip replacement. After hanging up the phone pt complaining of hearing a "pop" and feeling a "pop". Pt stated "I think I dislocated my hip again." Physician was notified.